Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion in the lad. There were no abnormalities in relation to the anatomy. It was reported that difficulties were encountered when removing the device prior to stent deployment and the stent was never deployed. No patient injury was reported.

Manufacturer narrative:
The lesion was very calcified and tortuous. The stent dislodged from the delivery system while bringing it back to the catheter. It was removed with the catheter and stent all at once. No patient injury was caused as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: delivery system did not return for analysis. Deformation was evident to the stent wraps with the struts stretched and bunched. Dried blood was visible on the stent. Lot number confirmation was confirmed based on the returned stent matching the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.